Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. This physician was noted to not administer heparin before completing the transeptal puncture (tsp). Visualization of tenting was difficult via transesophageal echocardiography (tee). Prior to completing the tsp a kink was seen in the was double curve sheath. The was double curve sheath was exchanged for a was trusteer sheath due to complicated anatomy. The trusteer sheath was advanced, and a clot was observed in right atrium (ra). The physician attempted to aspirate the clot however, nothing was seen. The physician decided to exchange the was trusteer sheath for a new was double curve sheath. Upon removal of the was trusteer sheath from the patient body, a clot was noted to be attached to the sheath. Tsp was completed, and no clot was visualized in the ra. The physician administered heparin after completing the tsp. The 24mm closure device was successfully implanted in the laa with no further complications. The patient woke from anesthesia with no issues and was discharged home.